Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a service history review, device history review and device evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was not returned. The assignable cause for the hp bypassing the initial drain was determined to be use error. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center stating that the homechoice (hc) cycler was displaying fill 2 of 6 instead of fill 1 of 5. The baxter technical service representative (tsr) asked the home patient (hp) if he bypassed anything. The hp stated yes, he had bypassed the initial drain; he then thought that the hc did not actually bypass the initial drain, so he bypassed again. The tsr explained to the hp that if he bypassed a cycle at the beginning, the hc would add another cycle. The tsr explained to the hp that he would still have 5 cycles, not 6, since the hc was starting at cycle 2 of 6. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp has continued therapy no injury or medical intervention reported as a result of this incident.